Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks to the patient and anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr). The patient received another inappropriate shock two days later. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks to the patient and anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr). The patient received another inappropriate shock two days later. The device remains in service. No additional adverse patient effects were reported. Subsequently, additional information received that this crt-d device was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The device was returned to facility for analysis.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks to the patient and anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr). The patient received another inappropriate shock two days later. The device remains in service. No additional adverse patient effects were reported. Subsequently, additional information received that this crt-d device was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The device was returned to facility for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.